Event description:
Had a total knee replacement on my right knee. My doctor uses an implant from zimmer manufacturer company, which was the zimmer next generation high-flex gerider specific knee replacement system. About 6 months later noticed my knee was very swollen and painful. Started having clicking sounds. When I walked I would get this very painful pinch feel in my knee area. Then about 8 months my knee started to bow out to the right when I walk feeling unstable. In (B)(6) 2015 went back to doctor. He sent mer for a bone scan of the knees.